Manufacturer narrative:
The customer strips were returned for evaluation and gave readings that were an average of 322mg/dl high out of spec with control, and an average of 46mg/dl high out of spec with blood. One control reading was not automatically marked by the meter as a control.

Event description:
The customer received blood glucose readings of 378 and 259mg/dl using one bottle of contour next strips on the contour next link and contour next usb meters. She retested on the meters using a second bottle of contour next strips and received readings of 96 and 97mg/dl. On a separate occasion she received a 407mg/dl on contour next link with the 1st bottle of strips, retested with the second bottle of strips ane received 111 and 114mg/dl on the contour next link and contour next usb, repectively. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant.no adverse event was alleged.the customer returned the test strips for evaluation.replacement test strips and meters were sent to the customer